Event description:
Event was reported to (B)(4) by an atty. The patient has suffered incontinence of urine, constipation of bowels, severe pain in abdomen, bladder infections, bleeding, sharp pain in rectal area. No further info has been provided.